Event description:
Nurse reported that 5 consecutive catheters have failed ingrowth.

Manufacturer narrative:
The complaint of failed ingrowth into the surecuff was inconclusive because the degree of infiltration into the surecuff while the catheter was in place could not be assessed. The product returned for evaluation was one 10fr d/l leonard chronic catheter. The catheter measured 55 2cm from the bifurcation. Usage residues were abundant throughout the sample. Two knots were tied in the red lumen extension tubing with suture thread, isolating the clamp. A longitudinally aligned. S-shaped split was observed in the red extension tubing immediately distal of the clamping over-sleeve. A separate complaint file is being created to address this split. Biological residue was observed in the surecuff. Microscopic inspection of the surecuff confirmed the presence of biological residue but did not reveal any damage or defect. The residue embedded in the surecuff suggested that some infiltration occurred while the catheter was in place, however, it was impossible to determine the extent of that infiltration or how effectively it aided in catheter securement. Consequently this complaint is inconclusive at this time.

Event description:
Nurse reported that 5 consecutive catheters have failed ingrowth.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.